Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es dose of medication was not crossing over to pyxis. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es dose of medication was not crossing over to pyxis. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication did not cross over to pyxis. A technical support specialist updated the carefusion coordination engine configuration for dose handling and scheduled prn orders. The customer confirmed that no further issues had been reported. The system functioned as intended after the technical support specialist troubleshot the device.